Manufacturer narrative:
Device evaluated by MFR: it was observed that only the main coil was returned. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. Also, the customer did provide one photo related to the complaint, but only the pouch was shown, and the pouch information matches with the complaint information. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 30apr2025. It was reported that coil was unable to advance in the catheter. The target lesion was located in the non-tortuous left pulmonary artery. A 22mm x 60cm interlock coil was selected for use. During the procedure, the coil was flushed continuously with a saline. While advancing the coil through a non-boston scientific microcatheter, the coil became stuck halfway in the microcatheter and could not be advanced further despite multiple maneuvers. The whole system was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.